Manufacturer narrative:
Medtronic received additional information from the explanting surgeon. The surgeon reported that he suspected the "early failure" of this valve to be related to the implant technique. No further information was provided, and the original complaint of a clot and high gradients could not be confirmed. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years post implant of this bioprosthetic aortic valve, the valve was explanted and replaced with a non-medtronic valve. It was reported that the product was replaced due to a blood clot resulting in high gradients. No additional adverse patient effects were reported.